Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button of the insulin pump was frequently or intermittently responsive. Customer¿s blood glucose level was 108 mg/dl. The insulin pump was not exposed to moisture. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.